Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) female patient who used poligrip as a denture adhesive for eight plus years. A physician or other health care professional has not verified this report. On an unknown date, the patient used polygrip at unknown dosing. At an unknown time after using poligrip, the patient experienced neuropathy, copper low, and an unknown physical injury. This case was assessed as medically serious by gsk. It was not known if the use of poligrip continued. At the time of reporting, the outcome of the events was unknown.